Event description:
It was reported that the patient was no longer able to pump his inflatable penile prosthesis device. During revision surgery, the physician found that the device was leaking causing the device not to inflate. The device was explanted and replaced. There were no patient complications reported.